Event description:
During the implant procedure, while tunneling with a codman catheter passer, the external jugular vein was inadvertently nicked, resulting in bleeding. The surgeon made another incision above the clavicle, located the source of bleeding, and achieved hemostasis with ligation. This resolved the issue.